Event description:
It was reported by the customer that 2 syringes have had the luer lock tip come off during use. No information was received regarding any serious injury as a result of these product issues.